Event description:
It was reported that the device exhibited a prematurely depleted battery and no output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Longevity estimations were performed and the device did not meet the expected longevity based on device usage. No high current drain sources were found. The battery was destructively analyzed which found no sources of shorting. The cause of premature battery depletion could not be determined.